Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they called for emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer did not mention how they treated, and declined paramedics assistance. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The auto mode on the insulin pump was probably not active and automatically adjusting insulin delivery during the event. The customer needed a transmitter upgrade. Troubleshooting was not completed as the customer declined. The customer declined to provide further information about the incident. The insulin pump will not be returned for analysis.